Manufacturer narrative:
H.6. Update: the h.6. Codes have been updated to reflect the new information. The previously applied device code c53269 is no longer applicable. H.10. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. Regarding the report of the patient having picked up something and something popped / having thought they pulled the anchor out, and if there was a device issue, therapy issue, procedure issue, etc., it was reported no there was not. It was further indicated that the patient panicked during refill procedures. A physician had emptied the pump per the patient¿s request. The patient and caregiver were educated on possible withdrawal. The physician had programmed the pump to zero ml. The patient had been advised that the alarm would go off until the pump turned off. Regarding if there was an infusion system related issue and cause of the issue, it was noted that this was not applicable. Actions taken to resolve the issue was also noted as having been not applicable. Regarding the status of the devices, it was reported that on 2021-may-10, cpm had been notified by the physician that the patient requested that he remove the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, her pump had morphine and ¿numbing thing and a muscle relaxer¿. The indication for pump use was non-malignant pain. The patient reported that probably about 3 months ago she tried picking something up and ¿something in me popped, I think I pulled the anchor out¿. The patient then stated that her pump went empty and was beeping (date not reported), so she went in for a refill today and as she was lying there waiting to have the refill, ¿it felt like a pop and the medicine was going all over in my body; I felt high everywhere¿. The patient told them to stop and take the medication out and was told by the hcp (healthcare provider) that she was having an anxiety attack but she ¿felt high and if he put all the medication in me I would have overdosed¿. The patient was offered physician listings to obtain a second medical opinion and accepted.